Event description:
Customer reported that she had unexplained high blood glucose for 4 days. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was unknown. Customer stated that the insulin pump was alarming no delivery and she kept throwing up until her daughter took her to the emergency room. Customer stated that she has problems with short-term memory. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.